Event description:
A pt services rep (psr) of a (B) (6) male pt contacted lifecor customer support to report that both of the pt's battery packs were giving the red light with the slash through the battery pack when placed on the battery charger. Support sent the pt a replacement battery charger and battery packs.

Manufacturer narrative:
Device manufacture dates: battery pack (B) (4) - 03/2009, battery pack (B) (4) -01/2008, battery charger (B) (4) - 12/2008. Device eval summary: device evals of battery pack (B) (4), battery pack (B) (4), and battery charger (B) (4) have been completed. The reported problem was confirmed. The cause of the charger not charging the battery packs was corroded battery contact terminals in the battery connector. The corrosion prevented proper contact with the battery pack connector contacts. The root cause of the corroded terminals was probably liquid spillage into the battery well area of the charger. Battery pack (B) (4) was fully functional. It was retested and restocked. Battery pack (B) (4) had defective cells. Many "battery runtime expired" flags were seen on the download from this pt. This meant that the battery pack was used for greater than twenty-four hours. This means that the pt continued to use a depleted battery for hours after the expired runtime alarms sounded. The battery pack was probably run until it was dead because the charger was not correctly charging the battery pack. No adverse event resulted from the damaged charger or battery pack. The pt received replacement charger and battery packs.